Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawers failed on station. A field service engineer reseated cables and removed debris from under pockets, then customer was able to recover the drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user mentioned that multiple drawers failed and were not detected on the bus. The customer attempted troubleshooting by rebooting the station and performing a shutdown by unplugging the power cord from the back of the unit for 10 minutes. After reconnecting the power cord and attempting to recover the drawers, the drawers continued to fail and could not be recovered. The customer stated that they were unable to access the medication, and the user managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.